Event description:
It was reported that the patient was experiencing charging difficulties as well as pain on their implantable pulse generator (ipg) site. The patient was also receiving inadequate stimulation. The patient underwent a ipg revision procedure and was doing well postoperatively. The explanted product will not be returned.